Manufacturer narrative:
The customer called technical support to report that a 1122 "blower temperature high" error occurred. The customer could not duplicate the issue but verified that the 1122 error code was logged in the significant event log. The customer already replaced the blower and was wondering why the blower controller printed circuit board assembly (pcba) reading in the ventilator information screen didn¿t go to zero hours. The remote service engineer (rse) stated that was for the motor controller (mc) pcba, and if it was replaced, then it would start at zero hours. No changes will occur if the blower assembly was the only part that was replaced. Per good faith effort (gfe) response, the rse informed thar the biomedical engineer (bme) could have placed the device back in service to watch for a different error to occur before replacing the parts because a blanket could have been pushed up against the device or there was something that blocked the flow. The bme went ahead and performed the entire preventive maintenance (pm), and the bme confirmed that the device passed all tests. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1122 "blower temperature high" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The device was taken out of service. No patient or user harm was reported. The customer called technical support to report that a 1122 "blower temperature high" error occurred. The customer could not duplicate the issue but verified that the 1122 error code was logged in the significant event log. The customer already replaced the blower and was wondering why the blower controller printed circuit board assembly (pcba) reading in the ventilator information screen didn't go to zero hours. The remote service engineer (rse) stated that was for the motor controller (mc) pcba, and if it was replaced, then it would start at zero hours. No changes will occur if the blower assembly was the only part that was replaced. The investigation is ongoing.